Event description:
It was reported that intra operatively during the placement of the transvenous implantable pulse generator (ipg), when the lead was placed and being fixed, after the peel-away sheath was removed, the patient suddenly developed signs of acute heart failure, blood pressure dropped rapidly, the patient developed profuse sweating, and ventricular tachycardia occurred. Ultrasound examination confirmed arterial vessel rupture. Pericardial puncture and aspiration were performed, and blood transfusion was administered. Partial recovery of haemoglobin was achieved using gelatin sponge embolization. During a resuscitation attempt, the fixated lead dislodged. Therefore, an emergency thoracotomy was performed and an epicardial lead was attempted to be implanted. Further examination suggested that the venous puncture penetrated into thoracic cavity causing rupture of mammary artery. Suturing was performed, hemothorax was evacuated, and the epicardial lead was implanted. Later, post operatively, the patient suddenly developed ventricular fibrillation (vf). Resuscitation was unsuccessful and the patient eventually passed away.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.